Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a low flow of 0.2lpm. The patient had returned from a computerized tomography scan. The flow rate had not improved after multiple disconnects and reconnects. The nurse was unable to isolate 1 pad as the issue. The pads had been in use for 4 days prior, without any issues. The nurse replaced the pads with a new set of small pads. Therapy continued without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a low flow of 0.2lpm. The patient had returned from a computerized tomography scan. The flow rate had not improved after multiple disconnects and reconnects. The nurse was unable to isolate 1 pad as the issue. The pads had been in use for 4 days prior, without any issues. The nurse replaced the pads with a new set of small pads. Therapy continued without further issues.